Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula misalignment could not be confirmed from this evaluation as no computer tomography (CT) scan images depicting the misalignment were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported mild mitral regurgitation (mr) could not conclusively be established through this evaluation. Lastly, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10feb2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists infection (localized, pump pocket/pseudo pocket and driveline) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, ¿surgical procedures¿, also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. D) is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported on (B)(6) 2022 that the CT scan revealed that the patient had new patchy bilateral ground-glass opacities, predominantly in the upper lobes, up to 14mm. Small foci were seen in the superior segments of the lower lobes, concerning for infection. The infection and its source were not confirmed. The CT scan also revealed a reduced left ventricular ejection fraction (lvef) of 30-40%, as well as mild mitral regurgitation.

Event description:
It was reported that the patient's inflow cannula appeared to change position according to a computed tomography (CT) scan performed on (B)(6) 2021. This was in comparison to the inflow cannula as visualized on (B)(6) 2021. Increased angulation against the lateral wall and increased overlying muscular trabeculations were seen, which were thought to possibly be impeding flow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula misalignment could not be confirmed from this evaluation as no computer tomography (CT) scan images depicting the misalignment were submitted for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10feb2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.